Event description:
The patient's pump stopped working; no additional details were provided. The pump and catheter were replaced. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.